Event description:
It was reported that during a procedure the console went to low power. The procedure was completed by turning up the power. There was no patient consequences.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse performed self-check and found two (2) bricks (laser source) over 100 before and after calibration, replaced bricks 2 and 4. Checked optics for dust and damage, cleaned as needed no damage found. The fse replaced the ignition board. The console was then ready for use. The ignition board and bricks (laser source) were later received at our quality assurance laboratory and underwent through analysis. Visual inspection of the ignition board was in good physical condition. Electrical connections were in good condition. No functional testing was performed. Visual inspection of the bricks identified the bricks were in overall good physical condition. The ends were intact, and all screws were in place. There was no leakage along the end cap seams. Based on analysis results, although the returned components were in good condition, after the fse changed the bricks, the reported event was resolved. As a result, the investigation is assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that during a procedure the console went to low power. The procedure was completed by turning up the power. There was no patient consequences.